Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified broken shell, red particle material found on the shell, and creases. A weight test of the device was completed and the device was found to be underweight. A microscopic analysis was performed which identified broken striated edge opening and wear abrasion. Based on the device analysis the final assessment was a broken striated edge opening in the posterior side due to surgical damage.

Event description:
Health professional reported left side "deflation". Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was "deflation". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side "deflation". Device was explanted.